Event description:
It was reported that a pump alarms door not fully latched even when the door is latched. The customer has stated that the alarm was confirmed during testing at the facility and that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce a close door alarm. It was determined that the alarm was caused by a loose door assembly screw. The screws were adjusted and the device performed as expected.